Event description:
Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the therapy board and therapy capacitor. The fse recommended replacing the therapy board and therapy capacitor to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.